Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: could not duplicate with retained devices. Source: phone.

Event description:
Suspected 30 false positive flu b results; approximately 100 to 150 patients were tested. Patients were symptomatic and asymptomatic. No confirmatory testing completed.